Event description:
This is report 9 of 12 for (B)(4). It was reported by an johnson and johnson employee through the legal department that on (B)(6) 2020, the patient had humerus open reduction and internal fixation (orif) procedure due to failure of implanted plate. Then on (B)(6) 2020, the patient had failed fixation in the distal humerus left upper extremity. According to the report, the patient had a removal of hardware in the humerus with irrigation with debridement for persistent nonunion and osteomyelitis. It was reported that operative noted explanted fractured distal humerus plate and all its screws. It was reported that during revision there were no sign of infection such as pus. There were also a findings of a necrotic shaft end and no gross evidence of infection. No additional information was provided. This report is for (1) washer 7.0mm device. This complaint involves 12 devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.